Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding a false negative result while performing product validation using bact/alert® I fa plus bottles (reference# 412990 lot# 4052077) and bioball® aspergillus (reference# 412647 lot# 143). The bottle in question was a positive control bottle inoculated with 0.1 ml of bioball multishot 550 cfu (estimated 30*50 cfu). The bottle resulted as negative. It was sub-cultured onto sabouraud dextrose agar (sda) and exhibited growth. The customer confirmed that they followed the IFU when inoculating the bact/alert I fa plus bottles with the bioball aspergillus. Biomérieux investigation was conducted. The complaint was received from one customer in the united states for a false negative validation with aspergillus brasiliensis atcc 16404 while using bact/alert® ifa plus bottle lot 4052077 on the bact/alert 3d instrument. The investigation examined ifa plus lot 4052077 manufacturing directions, including the quality control release testing documentation, and all results for were found to be within specification. Quality assurance subsequently released the lots for distribution to the field. Historical review of complaint data from 01jan18 through 15oct19 determined this is an isolated incident. There were no other similar complaints associated with bact/alert® ifa plus lot 4052077. Review of the certificate of conformance (coc) for ifa plus lot 4052077 revealed samples of the lot were tested using standard procedures which include the methods and control atcc cultures specified in "quality control for commercially prepared microbiological culture media" (clsi approved standard). Additionally, satisfactory growth was exhibited for aspergillus brasiliensis ncpf 2275. Upon completion of review of complaint text, instructions for use (IFU) and coc the following two probable root causes were identified: at low inoculation levels, it could take longer than the 7 incubation days used at the customer site to produce a positive test result. As documented in the ifa plus IFU, a known limitation of the test is that molds may not grow or may grow but do not produce sufficient co2 to be flagged as positive. This could be inherent to the process when inoculating low volumes. A sampling error occurred. Under normal working conditions it is possible that a small bubble or adding slightly less inoculum levels could impact results. Biomerieux recommends the following: the ends user should be aware with low volume and low inoculation levels, sampling errors could occur. As such, review of site methods for incubation time is encouraged. Customer should ensure the bioball is sufficiently vortexed. Customer should invert bottles after inoculation and visually inspect bottles for growth when they remove them from the instrument. There was not enough information provided for evaluation of the complaint, such as bottle graphs and an instrument backup. It is possible the aspergillus was growing too slowly for detection at the incubation temperature chosen by the customer. The user can read the ifa plus bottles visually before discarding bottles as negative.

Event description:
A customer in the united states notified biomérieux of a false negative result while performing product validation using bact/alert® I fa plus bottles (reference# 412990 lot# 4052077) and bioball® aspergillus (reference# 412647 lot# 143). The bottle in question was a positive control bottle inoculated with 0.1 ml of bioball multishot 550 cfu (estimated 30*50 cfu). The bottle resulted as negative. It was sub-cultured onto sabouraud dextrose agar (sda) and exhibited growth. The customer confirmed that they followed the IFU when inoculating the bact/alert I fa plus bottles with the bioball aspergillus. As there is no patient associated with this test, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.